Manufacturer narrative:
Additional info:the tips of the drivers are twisted from what appears to be overload. The tips of both drivers have sheared off inside the screws. Visually confirmed approximately ~3 mm of the instrument tips have been broken off, consistent with interface during usage. Dimensional inspection of relevant dimension verified conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, with the tip just below the fracture surfaces are plastically deformed, consistent with torsional overload. The above findings are consistent with torsional overload.

Event description:
It was reported that the tip of the driver broke off during tightening of the set screw. The tip was retrieved from the patient. No patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.